Manufacturer narrative:
Product complaint # (B)(4). Batch # t5c03d. Investigation summary: the analysis results found that the ats45 device was returned with no apparent damage and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformance's were identified.

Event description:
It was reported that during a laparoscopic cholecystectomy, the device was fired and the staples did not form properly. "They looked goal post instead of the b shape". The procedure was completed with a powered stapler with no patient consequences reported. The device will be returned. No additional information.